Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and logs confirmed 23068 errors on the shoulder with single 23008. Visual inspection was performed and no problem was found related to reported issue. The mtm was installed on an internal system and powered on. System powered on with no errors or failures, instruments were installed and test drive of system was performed. During drive there were no errors or faults, so instruments were removed and multiple power cycles were performed with no errors or failures.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) regarding recoverable faults on master tool manipulator right (mtmr)2. The tse reviewed the logs and found 32098 and 32068 faults. The customer disconnected the affected console and will use the other console for the case. There was no patient involvement.